Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. A x-ray and computed topography (CT) scan determined there was rv lead perforation. Prior to procedure, the lead exhibited loss of capture at the highest output. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.